Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned after the patient expired. There were no allegations against the function of the device.